Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of did not clean the area before starting pd (peritoneal dialysis) and peritonitis. On (B)(6) 2009, the patient began treatment with dianeal pd2 therapies (doses, frequencies not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies were not reported. During a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient did not clean the area before starting the pd which caused peritonitis. On an unreported date, the patient experienced a cloudy effluent and abdominal pain. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On the same date, the patient was hospitalized for peritonitis. The patient was treated with amikacin and vancomycin (dose, routes and frequencies not reported) for peritonitis, tramadol (50mg, route and frequency not reported) for abdominal pain, and omeprazole (80cc nss x 8cc/hour, route not reported). The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because it was reported there was a break in aseptic technique by the customer described as did not clean the area before starting therapy. Per the local baxter affiliate, the patient was retrained on (B)(4) 2012. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training on proper aseptic technique has been requested. A follow-up report will be sent if additional information becomes available.